Manufacturer narrative:
The sample was not available for evaluation at the time this report was filed. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 11may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).device not returned.

Event description:
It was reported that during insertion of a g-tube part of the black piece on the end broke off. This piece remains in the patient's abdominal wall; it is less than 1cm in size and was unable to be retrieved. The patient has not suffered harm as a result. No additional information was provided.

Manufacturer narrative:
Correction: user facility report number added as report source. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 27jun2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received - scans have been done on the patient for other issues but none indicate retained piece of tube. It is unknown if the piece of broken tube is in the patient's abdomen.

Manufacturer narrative:
The sample was returned and evaluated. The molded head, tube and balloon appears to be clean without any foreign substance on the exterior of the device. The original packaging was not returned with the device, however, a product label was returned with the sample. The broken piece of the ge tube tail was not returned with the sample as well. The returned ge feeding tube was viewed for damage. The balloon was filled with 7cc of water and checked for leakage. There were no leaks in balloon. The tail of the ge tube was damaged around the distal end. The damaged tube tail appeared jagged. The missing piece of the broken component was not returned with the device. The device history record (DHR) for the lot number, aa5103e02, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. There were no nonconformance(s), or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. A root cause could not be determined. All information reasonably known as of 26jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).